Manufacturer narrative:
The customer complaint of white debris found was confirmed per provided photos. Previously, 10k100 product containing the particulate was sent to an outside lab for analysis. Elemental composition of the white particulate found during analysis of the particulate is most likely particles that abraded during insertion of the spikes into the leak tester. The chemical elements found at that time are consistent with the composition of the product components, adhesives and equipment used for manufacture of the product. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found 2 events with a quantity of 5 units for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that tubing sets should only be used if the original packaging and labeling are intact. A determination for further investigation was made and a manufacturing process review initiated for this device family and issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code ; gcj. At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer, (B)(6) hospital, reported to conmed (B)(4), issues with the 10k100, linvatec 10k100 arthroscopy tubing set, lot 201911154 that they observed on (B)(6) 2020. It was reported that white debris were observed in the tube while the pump was working. Originally thought to have occurred during pre-op testing, clarification was received that now indicates the incident occurred during a procedure and the debris was found post-op. The hospital staff irrigated the water into a bucket. The size of the white debris was quite large, and it was clearly visible by naked eyes. On the water surface of the bucket, the white debris was accumulated at the edge. There is no reported patient injury or impact at this time. The procedure had been completed with no reported issues at the time of completion. Although requested, no other additional information is available. This report is being raised on the basis of previous filings of malfunction with potential for injury upon reoccurrence due to the unknown foreign debris which was removed.

Manufacturer narrative:
H11: b5 correction made to event description. All other information and findings previously submitted remain unchanged and correct. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Correction to narrative: event description should have read: the customer, (B)(6) hospital, reported to conmed japan, issues with the 10k100, linvatec 10k100 arthroscopy tubing set, lot 201911154 that they observed on (B)(6) 2020. It was reported that white debris were observed in the tube while the pump was working. Originally thought to have occurred during pre-op testing, clarification was received that the debris was found post-op. After the procedure the hospital staff had irrigated the tubing with water into a bucket and noticed the debris. The size of the white debris was quite large, and it was clearly visible by naked eyes. On the water surface of the bucket, the white debris was accumulated at the edge. There is no reported patient injury or impact at this time. The surgeon had not seen any white debris during the procedure and the procedure had been completed with no reported issues at the time of completion. Although requested, no other additional information is available. This report is being raised on the basis of previous filings of malfunction with potential for injury upon reoccurrence due to the unknown foreign debris which was removed.